Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined troubleshooting from tandem technical support. Customer¿s blood glucose (bg) level was 600 mg/dl. Reportedly, the customer's wife assisted the customer by delivering a manual insulin injection to address the elevated (bg). Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.